Event description:
The customer reported that a communication error occurred during maintenance involving an olympus gastrointestinal videoscope. There was no patient injury reported.

Manufacturer narrative:
The device was returned to olympus and the customer's reported issue was not confirmed. Based on the results of the investigation, a definitive root cause could not be determined as the reported issue was not reproduced. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.